Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion where rhbmp-2 was mixed with autograft and implanted with multiple interbody cages via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient presented with lumbar herniated disk, postlumbar laminectomy syndrome, lumbar radiculitis and lumbar spinal stenosis. The patient underwent: l5-s1 posterior lumbar interbody arthrodesis, placement of interbody fusion device at l5-s1 using a carbon fiber cage, placement of autologous bone graft harvested from the laminectomy for the interbody fusion, placement of bmp-soaked collagen sponges (rhbmp-2) within the interbody fusion device at l5-s1. As per op notes, ¿ bilateral carbon fiber cages filled with rhbmp-2 was then placed at l5-s1. Morselized autograft obtained from laminectomy along with a small piece of rhbmp-2 was also placed anterior to the devices. The devices were countersunk to 3 mm and the lateral fluoroscopic image confirmed satisfactory positioning of the interbody devices at l5-s1¿ no patient complications were reported.